Event description:
Siemens was notified on (B)(6), 2013 that the system becomes intermittently locked up during iflouro biopsy procedures since the va44 upgrade that was implemented on (B)(6) 2013. Reportedly, the system locked up during a liver biopsy on (B)(6) 2013. The system had to be restarted twice while the biopsy needle was still in the pt. Two other lock ups occurred on (B)(6) 2013; one during a lung biopsy, and one during a chest tube placement. The system had to be restarted once in both cases. There is no report of injury to the pts.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(6) 2013. This MDR is being mailed on (B)(6) 2013. Siemens' customer service engineer has installed va44_sp2, which corrects the intermittent lockups the system experienced after the va44 software upgrade. There have been no other reports of the issue since the installation of the service pack. Considering this, there will be no other corrective action initiated.